Event description:
It was reported that the cordless driver 4 heated up. No further information has been provided.

Manufacturer narrative:
Heat was not confirmed by either the repair technician and the diagnostic engineer. Upon visual inspection, the handle was found to be in need of replacement. The device was repaired and returned to the user facility.

Event description:
It was reported that the cordless driver 4 heated up. No further information has been provided.